Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the device failed internal leakage test with message: "system volume too large" during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the control printed circuit board was checked and needs to be replaced. The faulty control printed circuit board may lead to stop of ventilation. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: (B)(6) 2021. Corrected manufacture date: (B)(6) 2021. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).